Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the second firing on the sleeve with a 60mm green cartridge produced several not properly formed and straight legged staples unfortunately. The same stapler was used to complete the case with several other cartridges that produced staple lines without issue. That second green line was over sewn and imbricated to assure closure and a seromyotomy was done also to prevent too tight a sleeve after imbrication. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information received: intra-operative photo and video received. Based on the photograph and video evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue was beyond the ecr60g staple cartridges gap specification and the ple60a devices ability to bring the captured tissue into thickness compliance.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the patients bmi and gender? Was a male patient. Do not know bmi. Was buttressing material utilized? No not on this particular cartridge or before either. What other color cartridges were used before and after this event? Gold was used after.